Event description:
It was reported by the rep that the device was used during vaginal hysterectomy. It was reported the stapler would not fire after the fourth firing of the stapler. Another device had to be opened to finish the case. There was no consequence to the patient.